Event description:
It was reported to philips that a hivo transformer failure caused cine and dl abort at 110 kv on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hivo high voltage transformer, reloaded the database, and corrected the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).